Manufacturer narrative:
The incorrect test was run for a single patient sample when using the vitros 5600 integrated system. The investigation determined that the customer reused a patient sample ID number that had a pending program stored in the analyzer memory. The customer was referred to the device labeling, located in the vitros 5600 user guide, describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID number on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. No device malfunction occurred. The root cause of this event is user error.

Event description:
The customer reported that the incorrect test was run for a single patient sample when using the vitros 5600 integrated system. The patient sample was programmed for vitros tsh, however, vitros tbil was run instead. The event was consistent with a mis-association of patient demographics and results, which may lead to inappropriate physician action. No erroneous and/or unintended patient results were reported out of the laboratory as the discrepancy was identified. There was no report of patient harm as a result of this event. (B)(4).